Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
At the beginning of (B)(6) 2012 he was subjected to the removal of the metallic cerclage mobilized in the meantime.